Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had issues with clogging of the coude intermittent catheter. The patient saw their doctor, they were sending a new script, but the patient could not use those catheters but could use what they usually send them. The patient did not know what doctor was changing it to.

Event description:
It was reported that the patient had issues with clogging of the coude intermittent catheter. The patient saw their doctor, they were sending a new script, but the patient could not use those catheters but could use what they usually send them. The patient did not know what doctor was changing it to.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿operator error". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "instructions for intermittent catheters: 1. Wash your hands thoroughly with soap and water. 2. Remove catheter from the pack. 3. Position yourself comfortably, cleaning the opening of the urethra and surrounding area. 4. Gently insert rounded end of catheter into urethra. 5. When urine stops flowing, remove catheter from urethra. 6. Dispose of catheter in accordance with local rules and regulations. 7. Wash your hands." The device was not returned.